Event description:
It was reported the patient underwent a revision to replace the depleted ins battery. During the replacement, one side showed open circuits. The plan was to replace both leads. The right side percutaneous lead came out fine, but the physician was unable to get the other percutaneous lead out. The lead was partially pulled out (from t4 down to t11-t12) and then the physician indicated it felt like the lead got pinched somewhere between the vertebral bodies. In the process of attempting to get the lead out, some of the insulation was sheared off by the needle. The decision was made to cut off part of the externalized portion of the lead and leave the rest in the patient. It was also noted when the new right side lead was being placed, difficulty was encountered while advancing the lead. The physician was unable to advance the lead as far as they wanted due to bony structures or scar tissue. The lad was taken out and no lead was placed in the right side. The ins was taken out, but not replaced. The patient was being referred to a neurosurgeon with the intention of removing the rest of the lead and placing another lead with a ins or other rechargeable device.